Event description:
Attorney is providing notice of a claim and damages on behalf of plaintiff who alleges injuries caused by breast implants. Injuries include but are not limited to: "silicone syndrome"; extreme physical pain and discomfort in the breast area; discoloration and numbness in the breast area; hardening of the breasts; headaches; pain throughout other parts of the body; discoloration and bruising of the breasts; symptoms related to auto immune disorders; fear, stress, mental distress, suffering and anguish; change of personality; depression; psychological, including emotional and mental distress; black, yellow and white discharge from the nipple(s); abnormal sensation and loss of sensation in the breasts and/or nipple(s) misshapen appearance of the breasts; joint pain; formation of excess scar tissue in the breast; change of shape of the breast; increasing asymmetry of the breasts; chronic fatigue and weakness; arthritic joint changes; rheumatological disorders and dysfunctions; immune system dysfunction, including, but not limited to, allergic reactions, connective tissue disorders and infections; thyroid dysfunction; nausea and dizziness; loss of memory; loss of ability to concentrate; neurological symptoms and dysfunction; sleep disturbance; visual deterioration; pain and discomfort in the chest and area of the heart; fibromyalgia; hair loss; physical disability; physical disfigurement. At the time of explantation, it was determined that the implant had ruptured.